Manufacturer narrative:
09-may-2016 product investigation results: the reporter returned one oral-b dual action brush head on 12-apr-2016. The result of the analysis showed that wear led to the complained issue.

Event description:
Dual clean brush head broke and a piece came off in my mouth, there was a piece of metal that was poking out [device breakage]; no adverse event [no adverse event]. Case description: a female consumer reported that while using an oral-b vitality series toothbrush, the oral-b dual action brushhead broke, and a piece came off in her mouth. She stated a piece of metal was poking out. She reported she had used the toothbrush for almost 2 years, and this was the first time this problem had occurred. No symptoms developed.

Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter, therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of the returned product.

Event description:
Dual clean brush head broke and a piece came off in my mouth, there was a piece of metal that was poking out [device breakage]. No adverse event [no adverse event]. Case description: a female consumer reported that while using an oral-b vitality series toothbrush, the oral-b dual action brushhead broke, and a piece came off in her mouth. She stated a piece of metal was poking out. She reported she had used the toothbrush for almost 2 years, and this was the first time this problem had occurred. No symptoms developed.